Manufacturer narrative:
No further follow up was received regarding the second removal attempt after repeated follow up attempts.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the hcp was unable to explant the eversense sensor on the first attempt made on (B)(6) 2019.